Event description:
It was reported that there have been multiple instances of metal flaking from stryker aggressive plus cutters, tomcat cutters, and barrel burs during patient procedures. It was further alleged that in most cases, the metal flakes were not able to be extracted from the patient and as a result, most patient still have metal flakes inside their joints. There have been no reported adverse consequences to any patient at this time.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.